Event description:
For the past 3 years I have had multiple diagnosis and thumbs had a stroke for no reason, muffled pain, muscle cramps, brain fog, chronic sinus infections, chronic inflammation, burning and tingling hands and feet, hair loss, mentor smooth silicone high profile breast implants. Has totally ruined my family's life and my own and my career. Because of my implants I have high blood pressure, common neuropathy, vertigo hypertension, stroke, nerve damage. Raynard's syndrome. "Wake in", hair loss.